Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g cartridge reload was returned with 11 drivers missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a right inferior lobectomy procedure, the device could not fire on the first firing with an ecr60d. Another ecr60d was used to continue the procedure. But on the third firing, the nurse found that the ecr60g was without retaining cap before used on the patient. Another like cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.